Event description:
It was reported that the patient underwent a spinal procedure with anterior fixation. Approximately six months post op, the screws backed out. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Six month post-op x-rays indicate migration of a fixed angle screw past the lock at the cephalad end of the plate and also some screw migration at caudal end. Immediate post-op x-rays show that the heads of these 2 screws are sitting slightly above the plate, which for this system would indicate that these screws were not fully seated under the locking ring. In addition, absence of interbody graft can lead to construct failures. We could not determine the suspect device. Device history records for the possible lots which might be involved in the event were reviewed. No documentation was found that would indicate a non-conformance to specifications.